Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted during an endovascular procedure for the treatment of a 65mm abdominal aortic an eurysm. It was reported that the patient presented emergently where the physician discovered the patient had a type ia endoleak. The physician decided to implant a cuff which resolved the endoleak.  As per the physician the cause of the event was due to the patients own anatomy as a result of disease progression as the neck continued to dilate. No additional clinical sequalae was provided and the patient is fine.